Event description:
The customer reports that the swg (spring wire guide) was kinked during patient use.

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit with multiple components for analysis. The guide wire will be analyzed as part of this complaint investigation. Visual analysis of the guide wire revealed that the distal end was severely kinked/bend adjacent to the j-bend. Despite this, the distal j-bend appeared to maintain its shape. Microscopic examination revealed that the proximal and distal welds were spherical and intact. No other defects or anomalies were observed. The guide wire length measured 603mm, which is within the specification limits of 596mm-604mm per the marked guide wire graphic. The guide wire outer diameter measured .802mm, which is within the specification limits of .788mm-.826mm per the marked guide wire graphic. The guide wire was passed through the returned catheter. Minor resistance was observed at the kink; however, the guide wire was able to pass completely through the catheter. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The IFU also warns, "in this circumstance, pulling back on the spring-wire guide may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw catheter relative to spring-wire guide about 2 - 3 cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously". The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the guide wire was severally kinked/bent adjacent to the distal j-bend. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer description and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the swg (spring wire guide) was kinked during patient use.